Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the evaluation, the technician noted visual evidence that the bur guard melted; the bur guard was pushed up past the shoulder of the spindle housing. Most likely, the user did not perform the twist check to ensue the bur guard was snapped into place on the handpiece per the applicable IFU.

Event description:
It was reported by the customer that the bur guard melted. There were no reports of any adverse patient or user event associated with this malfunction.